Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was alleged that the pump had emitted the alarm three times in the past thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data show the reported motor time out related call service alarm. Moisture was observed behind the display screen. A leak test show a leak on the display lens. The pump powered up with auditory and vibratory features. The investigation was unable to conduct the rewind/load sequence and the 24-hour pump exercise due to moisture corrosion found on the motor connector wire. The reported motor related alarm was verified in the black box and motor issue was duplicated in the investigation.